Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However performance data was received and analyzed. Analysis of the data indicated the impedance on the right atrial (ra) lead was beyond the expected upper range. Beginning the week of (b)(6 2009, atrial pacing impedance measured high at >3000 ohms from a stable trend ranging from 390 to 470 ohms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped. It was further reported that the ra lead had fractured and the ra lead was explanted. During the procedure to explant the ra lead, it was discovered that there was a hole in the right atrium from where the ra lead was removed ecessitating surgical intervention to repair the atrial hole. No further patient complications have been reported as a result of this event.